Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an event on (B)(6) 2026.while patient experienced high blood glucose300mg/dl and treated with correction injection via multiple daily injections,where the infusion set cannula was bent. The insertion site was abdomen.customer reports set has been in use for: 3 hours. No further information available.